Event description:
Surgical procedure: removal of single-lumen right subclavian port-a-cath. Upon removal of the port-a-cath, the device was inspected and it was noted that the ring (collar) had moved down the catheter, but was removed in entirety. The increased awareness of the potential retained foreign object (collar) by staff provided the patient with a safe uncomplicated episode of care. The port-a-cath had not originally been placed in our facility.